Event description:
Respironics comfortgel full face mask for sleep apnea CPAP machine. This mask has adjustment prongs which pop off in the middle of one's sleep and deems the CPAP machine useless. I awake with nose-bridge injury from broken mask, gaping for air for lack of air flow, and unable to return to sleep without positive air-flow which can lead to my demise. A trusted medical device should not malfunction in this way. Repironics does not have a 24 hour answer service. Their website product warranty info is unavailable, and their contact page is malfunctioning. When searching for help regarding this problem I stumbled upon other blogs and forum with similar incidents with the same product. Please demand them to improve the performance and durability of this device. Dates of use: 2008 - 2009. Diagnosis or reason for use: sleep apnea, hypopnea.